Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported by customer that cathena safety did not slide forward with the catheter, leaving the needle exposed after pulling from the patient. Verbatim: cathena safety did not slide forward with the catheter, leaving the needle exposed after pulling from the patient.

Event description:
Additional information: there was no patient impact. They were able to successfully place the IV.

Manufacturer narrative:
Additional information: b.5. Event detail investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the applicable risk management documentation the root cause was not concluded due to unavailability of batch information.